Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was coil protrusion in the catheter's tip during removal. The target lesion was located in the abdominal area. A 22mm x 60cm interlock¿ was selected for use. During the embolization in the endovascular aneurysm repair (evar), the first coil was used; however, severe resistance was met when advancing the coil inside the microcatheter and device detached prematurely. Consequently, a second coil was used, however, it was noted that the coil detached early inside the microcatheter and that the coil slightly came out from the tip of the microcatheter during removal. The coil was slowly removed by pulling while applying negative pressure with a 2.5cc syringe. No replacement coil was available so procedure was not completed. No patient complications were reported and patient's status was good.